Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, and an alarm log review were performed. During power on self-test and alarm log review the f-38 alarm was found. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.